Event description:
A patient was undergoing a crrt treatment on prismaflex control unit with a m100 filter set and a prismaflo ii blood warmer. The sutured right ij catheter was pulled out during treatment and the patient lost 152 ml of blood from the extracorporeal filter set plus an unknown amount of blood to the environment. The patient did not exhibit any symptoms from the blood loss but his hgb decreased from 8.2 gm/dl to 7.6 gm/dl and he received two units of packed red blood cells. The nurse manager believes the weight of the prismaflo h warmer sleeve on the return line was sufficient enough to pull the catheter from the ij. The crrt treatment was resumed on the same prismaflex control unit once the catheter had been replaced. No further issues were reported.

Manufacturer narrative:
It is believed that the accidental dislodgement of the catheter was caused by an improperly applied blood warmer and an improperly applied blood line. It appears the weight of the blood warmer sleeve caused a tension to the blood line resulting in the catheter dislodgement. In the instructions for use (operator's manual) for the prismaflo blood warmer it stated how to securely apply the blood warmer in order to prevent any unwanted situations caused by the blood warmer sleeve.